Manufacturer narrative:
(B)(4). (B)(4). Unknown how pt was treated.

Event description:
A 2.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was implanted in a pt for the treatment of an unk lesion approx 47 months ago. It was reported that the pt was hospitalized with a non-q wave mi and non-target revascularization. The pt was released and then a month later it was reported through a family member that the pt was hospitalized due to a gi bleed. No further details have been obtained. As per the investigator, the bleeding was reported to not be related to the device, drug, or the procedure.